Event description:
Information received indicates that the head section slowly drifts down.

Manufacturer narrative:
Technician found that the valve was defective. Replaced the valve to resolve the issue.